Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Sinus rhythm at 80bpm with motion artifact contributed to the false detection. The pt was in public and conscious at time of the event. The pt's granddaughter witnessed the event. A review of the downloaded data confirms that the response buttons were pressed after the treatment occurred. The pt is to go see her doctor and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. That pt is to go see her doctor and will continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Usage of device: monitor (B)(4): 02/2014 - reuse. Electrode belt (B)(4): 04/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).